Event description:
The user facility reported that the suture locked. After deploying the anchor, the device and insertion sheath were withdrawn, but the suture locked. Estimated blood loss was less than 250cc. Additional information was received on 08 may 2025: this event (suture locked) occurred during hemostasis after thrombectomy. The device was found not to be infectious and is available for return.

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age or date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and fully rear locked. The carrier tube and hemostasis sheath were found to have been cut. No other damage or issues were identified. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed, and no issue was identified with device deployment. The complaint was confirmed for suture deployment difficulties. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).